Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, that the arctic sun device was continuing to have a low flow rate issue. This device was just returned from technician for the same complaint. They have witnessed this also. And have trouble shooted, but the issue remains. The device was with intermittent low flow with not identifiable . As per review of wo on (B)(6) 2022, there was no patient involvement and date of event occurred was (B)(6) 2022. As per follow up information received via email on (B)(6) 2023, they visited the hospital and there appeared to be no issue with this arctic sun device. They carried out a number of tests and the machine was working perfectly. As per sample evaluation results received on (B)(6) 2023. It was reported ,that the root cause of the reported issue was, due to a faulty circulation pump. During evaluation, it was confirmed, that the unit was having low flow. It was stated, that the faulty manifold assembly also contributed to the reported issue. It was noted, that the manifold assembly was replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed manifold assembly. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was continuing to have a low flow rate issue. This device was just returned from technician for the same complaint. They have witnessed this also and have trouble shooted but the issue remains. The device was with intermittent low flow with not identifiable . As per review of wo on 16dec2022, there was no patient involvement and date of event occurred was 13dec2022. As per follow up information received via email on 03jan2023, they visited the hospital and there appeared to be no issue with this arctic sun device. They carried out a number of tests and the machine was working perfectly. As per sample evaluation results received on (B)(6) 2023, it was reported that the root cause of the reported issue was due to a faulty circulation pump. During evaluation, it was confirmed that the unit was having low flow. It was stated that the faulty manifold assembly also contributed to the reported issue. It was noted that the manifold assembly was replaced.